Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon popped during inflation and the "rough edge" of the balloon "punctured" the peritoneum. At this time we don't have any additional information; we are awaiting more details of this incident.